Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a combination of use errors, which occurred prior to commencement of the "2 hr xylene free (kh)" protocol started in retort b at 16:30 pm on (B)(4) 2014, from which sub-optimal tissue processing was reported. An error occurred 101 days prior to (B)(4) 2014 when the reagent in bottle 12 (ipa) was replaced with reagent at a concentration of less than 100 percent. This error was compounded when a user failed to follow the manufacturer instructions detailed in the leica peloris/peloris 11 user manual when responding to the <inserted bottle configuration> dialog box displayed when bottle 12 was removed from the instrument for less than 20 seconds at 9:12 am on (B)(4) 2014, which is not sufficient time to replace the reagent. Specifically, the user incorrectly selected the <changed> option rather than the <no change> option. The leica peloris/peloris 11 user manual specifies that the <changed> option should be selected only when the reagent in a bottle is replaced when removed from the instrument; and the <no change> option should be selected if the reagent in a bottle is not replaced when removed from the instrument. The leica peloris/peloris 11 user manual contains the following specific warning:

Event description:
Leica biosystems received a complaint regarding sub optimal tissue processing. On (B)(6) 2014, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol, ethanol/ipa or ipa concentration in bottles 3-12 inclusive using a hydrometer. The variance between the measured concentration and that calculated by the instrument software was acceptable, with the exception of bottles 5 (85 percent ethanol) and 12 (ipa). The measured concentration of the reagent in bottles 5 (85 percent ethanol) and 12 (ipa) was 92 percent and 96 percent respectively; and the calculated concentration was 85 percent and 100 percent respectively. However, as the hydrometer used is calibrated for ethanol the ipa concentration in bottle 12 will be higher than the actual concentration. On (B)(6) 2014, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.